Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high shock impedance measurements of 125 ohms and as a result, the associated device was beeping. The health advocate called technical services for recommendations at which time it was discussed the option of increasing the upper limit to 150 ohms or consider turning off the beep when out of range feature. The patient is followed on latitude, so out of range information would be clinically available. Lead is a single coil design and can support values at 150 ohms; trend measurements were suggestive of a gradual increase in ohm values. Technical services states there is likely calcification around the coil which is a known contributor to gradual increase in impedances. To date, this lead remains implanted and in service without patient complications.